Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other xience sierra referenced is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2020 to treat a target lesion in the distal to mid left anterior descending (lad) artery. Four xience sierra stents were implanted: 2.5 x 23, 2.5 x 18, 3.0 x 38 and 3.25 x 28. The patient was re-hospitalized on (B)(6) 2021 with complaints of chest pain. Troponin levels were elevated. Medication was administered. A coronary angiogram was performed on (B)(6) 2021. The distal lad was noted to be 95% occluded and revascularization was performed, treating in-stent restenosis in the 2.5 x 23 mm xience sierra stent and the 2.5 x 18 mm xience sierra stent. The event resolved on 03/13/2021. No additional information was provided.